Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 428mg/dl to "high" (specific value was not provided). Customer "had 5 units on board" and didn't attempt to give correction to address bg level. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer changed pump supplies to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.